Event description:
The device disconnected during use allowing a small loss of blood. No transfusion was required. The reporter indicated that this had occurred on six occasions but did not provide specific details.